Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11404r66, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the catheter was replaced. It was not determined what the issue was. During a catheter access draw, no cerebrospinal fluid back flow was obtained. No obvious damage was observed, but cerebrospinal fluid flow was observed in the spinal segment of the catheter which led to the possible conclusion of kink or obstruction in the pump segment of the catheter. A roller/rotor study and dye study were performed. The pump and spinal segments of the catheter were removed but the remainder of the catheter was too scarred in and was left in the patient. The entire catheter was replaced and a new 20 milliliter pump was placed due to the pump end of service being in less than 2 years. The product issue was resolved. The patient had increased spasticity and was put on oral baclofen to treat his symptoms. A dye study was performed within a week of symptoms (the week prior to the date of this report), but the health care professional was unable to clear the catheter of drug via the catheter access port. Surgery was scheduled for revision on (B)(6) 2013. The patient status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver baclofen. Additional information received reported there were no issues associated with the explanted pump. The patient was receiving effective therapy shortly after surgery on (B)(6) 2013. Additional information received reported the patient was discharged from the hospital on (B)(6) 2013 and was doing fine. Additional information received reported the patient had underdose symptoms and increased tone. The patient recovered without sequelae. The rotor study results were ¿good.¿ the catheter issue was still reported as ¿unknown.¿

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was a dried blood or drug occlusion of the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).